Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump would not allow him to rewind. The customer also stated that the device did not function properly when he went to the fill cannula stage. Blood glucose level at the time of the incident was not provided. Review of the insulin pump's alarm history did not show any motor related error alarms. The insulin pump was not replaced or returned for analysis.